Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose levels (approximately 200 to over 400 mg/dl). Tandem technical support reviewed pump data and found the customer received multiple occlusion alarms. Customer changed the pump supplies after the alarms were declared. Occlusion alarms were not occurring at the time of the report; therefore, troubleshooting was unable to be performed. Customer administered manual injections to address elevated bg levels.